Manufacturer narrative:
Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the attempted implant of this lead, the physician was unable to obtain capture. The lead was ultimately removed and discarded. Another lead was used to successfully complete this procedure in absence of adverse patient effects.